Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the following: the pump lost power without emitting any low battery alarms. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.